Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Originally reported to (B)(4). Received letter from (B)(6) for the following incident: (B)(4). Report received from the united states: (B)(6), of tingling on lips within the first 30 minutes of a mononuclear (mnc) stem cell apheresis procedure started at 1045 and stopped at 1415. Symptoms progressed from nausea and vomiting. Calcium gluconate (intravenous) was administered with compazine and continuous calcium infusion. The donor indicated that her fingers and hands were getting numb, progressing to her feet and legs. Tetany was reported to set in to the donor's hands. The procedure was stopped by the physician.

Manufacturer narrative:
(B)(4). This disposable set was unavailable for investigation (lot number was unk). Trends suggest that the event reported is random and isolated to this customer on a general basis, as spectra pt reactions have been reported at a rate of 0.0017% in 2009. Tetany is a case of involuntary muscle contractions, usually caused by a lack of calcium. This situation was most likely caused by the anticoagulant used during the procedure. Reportedly, the donor ate prior to the procedure. This was the donor's first heterologous mnc donation. It was reported that "all labs were normal." Pt was reported to be a healthy donor with no prior medical history, the donor recovered with no sequelae. The cobe spectra essentials guide states; "caution: the cobe spectra system has many safety features. A donor and/or pt reaction can occur rapidly, however, it is imperative that the operator continuously monitor the cobe spectra system and the donor and/or pt." "Adverse effects - be aware of possible donor or pt reactions during apheresis procedures." Conclusion: known potential side effect of procedure.